Event description:
Additional information received from the consumer reported that time and reducing irritation to the site were steps taken to resolve the burning and pinching sensation at the ins site. The burning and pinching sensation had been resolved.

Manufacturer narrative:
(B)(4).

Event description:
The consumer reported that they were experiencing a mild burning and pinching feeling around where the battery pack on the side of the implantable neurostimulator (ins). The patient fell 4 days prior to the report, but it was not near the implant. The implant is on the left side and the patient fell on the right side. The patient was getting therapy relief from the implant and she had called the physician's office. Indications for use include spinal pain. Interventions and patient outcome was not provided. Follow up was requested. If additional information is received, a supplemental report will be sent.